Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 18.1 mmol/l (325.8 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge and it started alarming. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 16.20mm in length, due to the damage to the soft cannula. The exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. The adhesive welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The bottom housing was found to be punctured. The reservoir was found to be punctured too. The puncture is located above the plunger level, so no leaking was observed. The exact timing and cause of this puncture could not be determined. Due to the extent of the observed damage, it can be determined to have occurred post use. The pod communicated during the download process. The pod was successfully paired to a controller and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined. The downloaded data from the device shows an 0x9b alarm indicating "it has been more than 5 min after cgm deactivation without receiving pod deactivation command". The exact cause of the 0x9b alarm could not be determined. It could not be conclusively determined if the observed 0x9b alarm is linked to the reported event.